Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected ¿low battery¿, ¿replace battery now¿, "power loss" errors, were noted during testing. Self test returned a hardware low level failures. Hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Unit has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing. Finally the middle (enter) keypad button is cracked. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.